Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis with culture positive for streptococcus in a patient. On an unreported date, the patient began treatment with dianeal therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter, the following was reported. On (B)(6) 2012, the patient experienced peritonitis with severe abdominal pain and cloudy effluent. On an unreported date, the patient was treated with vancomycin 2gms/2x per day and cipro 250mg 1 every 12 hrs. For 5 days. The rn stated the cause of peritonitis was break in aseptic technique, the patient has been retrained and is improving.

Manufacturer narrative:
(B)(4) and 510k number are unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.